Manufacturer narrative:
The reported event of no ble telemetry was not confirmed. The device was received with battery voltage above eri level. Further investigation found no anomaly and could not reproduce the field complaint. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity. DHR review was performed and the device passed all tests prior to its distribution. Device was able to interrogate throughout the whole analysis.

Event description:
It was reported during an initial implant procedure of an implantable cardiac monitor (icm) on 30 mar 2026, there was no bluetooth (ble) telemetry. The icm was not used and a new icm was successfully implanted. The patient was stable throughout the procedure.